Manufacturer narrative:
V.a.c therapy labeling warns: "...always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart. Also document the dressing change date on the drape." "V.a.c foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." Kci is filing this report due to possible user error as a foreign body alleged to be a kci product was left in the patient's wound and required surgical intervention to remove.

Event description:
It was reported that a patient with a dehisced surgical abnormal wound with history of mrsa infection presented to the hospital with large amounts of odorous drainage, hypotensive and in septic shock. Information provided indicates that a foreign material, alleged to be v.a.c whitefoam, was found in the wound. The foreign material measured 6 cm x 2 cm x 0.5 cm in size. The foreign material was removed at the bedside and v.a.c. Therapy was resumed in the hospital and the patient transitioned home on v.a.c therapy. V.a.c therapy was discontinued on (B)(6)2010 due to the small wound size and 100% beefy red granulation tissue. Based on information provided by the health care providers and medical records, it cannot be determined when the foreign body alleged to be v.a.c whitefoam was inadvertently left in the wound as the patient was treated in multiple care settings from (B)(6)2009 - (B)(6)2009 and (B)(6)2009 - (B)(6)2009. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object.